Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a coronary drug eluting stent was found with stent damage. The 2.50x20mm taxus liberte stent was found with distal edge flaring. It is unknown when the stent damage occurred. The patient and procedural details are also unknown. Additional information was requested but is not available.

Event description:
It was reported that a coronary drug eluting stent was found with stent damage. The 2.50x20mm taxus liberte stent was found with distal edge flaring. It is unknown when the stent damage occurred. The patient and procedural details are also unknown. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Struts on rows 1-3 were raised distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).